Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Virtually no info provided other than a chemo infusion tubing leaked at blue connection above where it inserts "into pump chamber." There was no report of pt harm or medical intervention required.